Manufacturer narrative:
Analysis was normal. No anomalies were found. The death is addressed and reported in the following mdrs: 2017865-2017-31482; 2017865-2017-31488; 2017865-2017-31493; 2017865-2017-31497; 2017865-2017-31499.

Event description:
It was reported that the patient presented in the emergency room due to shocks from the defibrillator. Upon interrogation, it was determined that the shocks were inappropriate. Chest x ray confirmed that the right ventricular lead had dislodged and the device had fallen lower in the patients chest than originally implanted. The right ventricular lead was sensing both atrial and ventricular signals. The patient was admitted and tachy therapies were disabled and pacing turned off. The physician elected to replace the lead on (B)(6) 2017. The physician ended the procedure after the right ventricular lead was replaced as the patient was unstable and had very low blood pressure. The patient deceased on (B)(6) 2017.